Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during use on the homechoice. There were no leaks observed in the setup. The technical service representative assisted in clearing the alarm. No patient injury or medical intervention was reported as a result of this event. No additional information is available.